Event description:
The customer contact reported a delay of critical therapy during an alarm condition. On an unspecified date, the device was programmed to deliver an unspecified concentration of isuprel and the delivery was started. No specific programming parameters were provided. In 2009 at 1600, the device sounded an audible alarm tone. During the alarm condition, the nurse noted the pt became "hypotensive." The device was removed from clinical service. Therapy was resumed using a replacement device. After an unspecified length of time, it was reported the pt's blood pressure returned to "baseline" values. No medical interventions required. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.